Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument it was observed that the wire at the distal end of the instrument was sticking out and the cautery post is bent. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley shows no signs of arcing; however, the yaw pulley has a broken piece. The broken piece was not returned with the instrument. The bipolar pins on the back housing side are bent. Engineering concluded that the damage is likely due to mishandling. Engineering evaluation also found that the main tube on the instrument exhibits abrasion and wear at the proximal clevis side. Engineering concluded that the damage is likely due to instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings to handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2012, isi contacted the instrument coordinator assistant, (B)(6) medical center and she indicated that there was no report by the surgical staff that any fragment(s) from the instrument fell into a patient and that any patient has returned to the hospital due to retaining any fragment(s) from the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.